Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 28x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the target lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 28x2.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the target lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed tip and stent damage. The tip was damaged and there were three struts on the first distal row that were stretched and extended back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. There was contrast visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).